Event description:
It was reported that the patient passed away on (B)(6) 2014. Patient was reported to be in a hospice due to an unknown reason. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. The patient's death certificate was not requested as they do not contain the cause of death per state law. Attempts for additional relevant information and product return were made but were unsuccessful. A battery life calculation for the patient's generator with the available data shows that the patient had approximately 0 years remaining until neos = yes at the time of death.